Event description:
Medical affairs spoke to the pt's familiy member in 12/2004 and obtained the following info. The pt woke up feeling lethargic, had slurred speech, and was in and out consciousness. Family member contacted emergency services and tested their blood glucose and received a 277 mg/dl and gave them some orange juice. Paramedics arrived less than 10 minutes and took them to the hospital were their blood glucose was 50 mg/dl. Pt was treated with glucose and kept in the hospital overnight and released the following morning. The family member did not know if the supplies their pt had were expired or the condition of the test strips. Family member did not know how long their control solution had been opened for. Family member claims their pt is on a se amount of insulin and does not know much pt takes or how much pt took the night before the incident. Their physician did not change their diabetes regimen. Family member did not have the device with them to verify their blood glucose readings prior to the incident. Based on the nfo provided, this case is being reported as an adverse event since the pt suffered a serious injury; and the physician treated the pt for the serious injury.